Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, and the user stated they had been given cortisone to treat pain after back surgery. Symptoms included elevated blood glucose. Outcomes included user education and troubleshooting, with no device alerts or alarms reported and no hospitalization. Investigation included complaint intake review and user counseling on use and sick-day management. Investigation of this case revealed no device malfunction or alarm behavior, and the event was attributed to an unclear cause given the concomitant corticosteroid use. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.